Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The top peg of the size 41 patella trial broke off in surgery.

Manufacturer narrative:
Examination of the returned device confirms the reported event of trial breakage. Based on a previous similar evaluation by depuy material science ((B)(4)), the root cause is attributed to overload. Due to the root cause of overload and the low occurrence rate of the reported failure, corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.